Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 10/19/2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue; battery compartment damage with moisture inside the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/23/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/04/2017 with the following findings:a review of the black box showed evidence of an unexplained power on reset event on the date of the complaint. The pump powered on with the returned battery cap. The battery cap was unable to be fully tightened. A battery compartment crack was found from the thread area to the case seal. Evidence of moisture contamination was found inside the battery compartment. The load step function failed during investigation. The load option was selected and the piston continued to drive until a cartridge not detected warning was issued. The 24 hour testing failed due to internal moisture damage. A leak test was performed and failed due to a battery compartment crack. The pump case was removed to find evidence of moisture damage inside the pump on the continuous glucose monitoring board, force sensor pins, and the force sensor circuitry and motor circuitry. The complaint of a no power event was not duplicated during investigation. Unrelated to the original complaint, the audio bolus button was unresponsive. The audio bolus button cover was removed to find the white slug missing.